Manufacturer narrative:
This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product. Manufacture date 12/1999.

Manufacturer narrative:
(B)(4). The investigational analysis has been completed. It was reported that a (B)(6) female patient underwent an atrial fibrillation procedure with a stockert ep shuttle rf generator unit (100w) and experienced atrioesophageal fistula, pleural effusion, cardiac peridectomy syndrome as well as gastroparesis requiring right and left pleural drainage, anti-inflammatory medication and digestive catheter feeding respectively. The device was evaluated and no error was found. Device is within specification. The device was subjected to pm, safety and functional testing and all tests were passed. No malfunction was found on the device. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Bwi concomitant products used: product name: lasso® nav eco variable catheter, us catalog #: d134301, serial #: (B)(4). Product name: webster® cs catheter with ez steer¿ technology and auto ID, us catalog #: bd710fj282ct, serial #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) female patient, underwent an atrial fibrillation procedure with a stockert ep shuttle rf generator unit (100w) and experienced vascular complication at the puncture site which required hospitalization. Approximately 15 days after the procedure, when she was going to be discharge from the hospital, patient suffered retrosternal pain which required computed tomography scanning and an atrioesophageal fistula was diagnosed requiring surgical intervention as well as extended hospitalization. Follow up investigation was performed to clarify the event and it was informed that complication at puncture site was a tear of the internal iliac vein which required stitches. Furthermore, patient also experienced pleural effusion, cardiac peridectomy syndrome as well as gastroparesis requiring right and left pleural drainage, anti-inflammatory medication and digestive catheter feeding respectively. The patient's medical history is unknown. The patient was reported to be recovered at the time bwi followed-up. The physician's opinion regarding the cause of this adverse event is that they damaged the internal iliac vein with the j guide wire at the very beginning when they inserted the wire during the access puncture. Ablation was conducted at low power (20 watts) for 5 minutes in the left posterior wall and 3 minutes in the right posterior wall. Nevertheless, this event is being reported conservatively since we cannot rule out that the bwi catheter may have been involved in the injury.